Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was duplicated, noticed error code 45520 at startup. The lcd lens was scratched. The dso seal and lcd lens were replaced. The keypad was replaced as the primary issue. The cause of the scratched lens is customer induced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump had a bubbled dso cover; scratched lens; device alarming 45520-0004 with 3 triangles. No adverse patient effects were reported.